Event description:
Customer reported issue related to updating time, personal profile, or biq/ciq settings, including sleep schedules. Blood glucose level was affected, recorded at 40 mg/dl. Customer consumed carbohydrates to address low blood glucose level without needing third-party assistance. Technical support assisted the customer in updating basal rate and correction factor settings and advised the customer to consult with their healthcare provider for setting updates.